Manufacturer narrative:
(B)(4). Batch # u5dx6f. (B)(4). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. 1.did lever break off of the device? Yes. If yes, did it fall into the patient? No. If yes, how was it retrieved? Did this alter the procedure in any way? No. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No. Were any unusual or unexpected noises heard during time of use? Not really.... Could you please provide more details for "did not trigger properly"? No. Did the device deliver any staples? Not known. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Not known. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the first endocutter (blue reload) was difficult to close, the lever was broken when triggered. Second endo cutter (white reload) did not trigger properly ¿ it had to have a second magazine be inserted. The operation was finished with stapler with no harm to patient.